Event description:
It was reported that during a ptca procedure in the distal rca, the catheter froze on the wire. The catheter and wire were removed without incident and another catheter was used to complete the procedure. No pt injuries or complications were reported.